Event description:
It was reported that using a radial artery access approach during a routine post-dilatation of an unspecified stent with a 4.5 x 8 nc trek rx balloon dilatation catheter (bdc), the nc trek rx balloon failed to deflate despite multiple attempts. As a result, with some resistance the entire system; sheath, guide catheter and bdc were removed from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. The difficulty/resistance during withdrawal could not be replicated due to the condition of the returned device. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc trek instructions for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.